Manufacturer narrative:
(B)(4). Device not returned. No strattice lot number was identified to help establish a relationship to the event. Due to lack of specific details, including the the relevant strattice lot, the strattice device as a contributing factor to the development of infection cannot be confirmed. In an abundance of caution, the event is reported to the FDA. The information came from legal and the event is in pending legal review.

Event description:
A legal complaint was received on 26 jan 2018. In the statement of damages, it alleges patient complications stemming from 2014 until 2017. Use of non-allergan device is also implicated. On (B)(6) 2011, an incisional hernia repair with strattice mesh was performed. On (B)(6) 2014, another incisional hernia repair performed and a non-lifecell product patch was put in place. On (B)(6) 2014, patient underwent CT guided aspiration of 600 cc abscess. Patient tested (B)(6). Required long term antibiotics to "salvage" mesh. On (B)(6) 2014, patient presented with fever and pain. CT scan scheduled at outpatient facility. New abscess developed, larger than that of (B)(6) 2014. Patient was sent from outpatient facility directly to hospital and admitted. On (B)(6) 2014, surgery was scheduled to drain abscess and rinse area. Infected mesh was not incorporated and required removal. A partial closing was done which required a wound vac for remaining incision. Post explant, patient history includes: on (B)(6) 2014, patient discharged with 6/8 weeks of nursing care, wound vac and home administered antibiotics. On (B)(6) 2016, fistula presented towards bottom of incision. Visiting nurse required for packing and cleaning - approximately 6 weeks. On (B)(6) 2017 - fistula presented again. Packing and wound care. On (B)(6) 2017 - surgery to repair fistula. On (B)(6) 2017, spent at (B)(6) due to infection at surgery site. On (B)(6) 2017, additional surgery to reopen and clean out infection. Cultures tested (B)(6). Released with jp drain. Fall 2017, due to be determined for surgery to repair hernia. As mesh was infected and needed to be removed, the hernia still exists and doctors recommend it being repaired because of size.